Event description:
It was reported that: "tibial cutting guide was applied to pt. Fit of guide to proximal tibial anatomy was verified. Goniometer was inserted into cut slot and a 4-5 degrees varus was noted on the cut-plane alignment. Resection was made through the cutting guide and varus mal-alignment was confirmed. Resection was corrected and 16 mm liner was used to properly tension the joint. Lateral resection of proximal plateau was measured at 9 mm. Medical resection of proximal tibial plateau was measured at 2 mm.

Manufacturer narrative:
Method: review of device history. An eval history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Should add'l info become available, the eval summary wil. Be submitted in a supplemental report.